Event description:
It was reported that a baby fell out of the incubator and that the baby's skull has been fractured. It was also reported that the event was not hazardous for the life and that there does not exist any serious complication for the baby.